Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 595 mg/dl. Customer¿s current blood glucose level was over 600 mg/dl. The customer experienced symptoms such as dry mouth and frequent urination as a result of high blood glucose values. The insulin pump received multiple no delivery alarm. Troubleshooting was performed for no delivery alarm and the insulin pump passed the test. The customer declined troubleshooting for high blood glucose values. Customer declined troubleshooting for high blood glucose values. The insulin pump will be returned for the analysis.